Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive for 3 days but was functioning at the time of contact, and the customer stated the button and hands were clean. Blood glucose levels were not affected and the customer continued using the button to unlock the screen. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included complaint review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction at the time of contact. It was concluded that the event was not confirmed and that normal device function was observed during follow-up.